Manufacturer narrative:
E1 : establishment name: tandem. Address ¿ 11045 roselle street. Suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced occlusion issue with infusion set site on (B)(6) 2026 which leads to high blood glucose levels upto 420 mg/dl. The patient resolved the issue by changing the infusion set and resumed insulin.